Event description:
The facility reports after two months of use the tubing line cracked at the roller clamp level on the transfer set noting a leak. The patient went to the dialysis center that afternoon to have a set change. The following day the paitent returned to the dailysis center with the same problem. The set was changed again. No patient injury or medical intervention required per baxter affiliate.